Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was observed the middle of the balloon was kinked. The balloon catheter was replaced with a different size to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 22262 was returned and analyzed. Visual inspection showed that the shaft was bent from 2.9 inches from the tip of the catheter. Smart chip verification indicated that the catheter was used for five injections. During inflation, the balloon did inflate to its full inflation state due to outer balloon wrinkles. Additionally, outer balloon flaps were wrapped, preventing the balloon to inflate to its full inflation state. After flushing, the outer balloon expanded and the catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than two minutes. Dissection/ pressure testing did not show any leaks or traces of liquid/blood inside the catheter. The dissection/pressure test showed a guide wire lumen kink 2.9 inches from the tip of the catheter. Guide wire lumen kink could be the reason for occlusion difficulties. In conclusion, the reported guide wire lumen kink was confirmed through testing. The catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.